Manufacturer narrative:
The hill-rom technician found the metal tab on the reverse trendelenburg switch was bent. The technician straightened the tab to repair the bed.

Event description:
Information received indicates the bed will not go into the reverse trendelenburg position.